Event description:
It was reported that during an unspecified veterinary surgical procedure on an animal, it was observed that the battery casing device had no power. The reporter stated that a secondary casing device worked correctly. It was reported that there was a very short delay to the surgical procedure. However, the duration of the delay was not specified. An identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the contacts were corroded and not making a connection with the handpiece or battery devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.